Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent patient had presented in the emergency room after a syncopal episode. Upon interrogation, the pulse generator exhibited loss of output and oversensing. Noise was not reproducible with isometrics. The patient became symptomatic when magnet placed over the device. The device was reprogrammed. The patient would continue to be monitored with routine follow up.